Event description:
Critical patient detected with low saturation reading. Following blood gases/ventilation saturation reading within normal parameters. Manufacturer alerted and has responded. Instructed to use equipment with precautions until they salves software problems.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: computer software problem, oximeter. Conclusion: software/firmware caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device use continued with restrictions/limitations, user education provided, inserviced by manufacturer/distributor representative. Invalid data - on device destroyed/disposed of status.